Event description:
It was reported a patient was on an insulin drip programmed to infuse at 0.8ml/hr, however the pump module was displaying 0.6 ml/hr. The clinician attempted to move infusion to another channel had the same issue where the module read 0.6 ml/hr despite being programmed at 0.8ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported a patient was on an insulin drip programmed to infuse at 0.8ml/hr, however the pump module was displaying 0.6 ml/hr. The clinician attempted to move infusion to another channel had the same issue where the module read 0.6 ml/hr despite being programmed at 0.8ml/hr. There was patient involvement but no harm.